Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a loose cable on the back of the anesthesia display unit. The cable was secured. There is no patient information available.

Event description:
The hospital reported that, during a case, the unit went into a system malfunction. There was no reported patient injury.